Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time was inaccurate. Reportedly, the pump was 24 hours behind. The customer could not recall how the pump time and date became inaccurate. There was no reported impact to customer's blood glucose level.